Event description:
It was reported the patient experienced ineffective stimulation due to scs lead migration. As result, the physician explanted and replaced the lead which resolved the issue. Reportedly, the patient has effective therapy postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.